Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Report 1 of 2. This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon, the string separated from the pledget and left the pledget inside her vaginal cavity. Upon manual removal of the pledget, it fell apart. She manually removed the remaining pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.